Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 35 mg/dl (comfort curve strip lot 551827) and 108 mg/dl (comfort curve strip lot 551842). Based on the reading of 35 mg/dl, the customer drank orange juice and ate lunch. Customer began to feel better after eating. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for comfort curve strip lot 551827. Reference medwatch with (B)(6) for comfort curve strip lot 551842.